Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as it was pushing against the patient bladder. The physician replaced the reservoir with a conceal reservoir and placed it sub-rectus versus the space of retzius. No further complications.